Event description:
It was reported that the nasogastric tube was inserted orally in the emergency dept and was found to be clamped when pt arrived in ICU. The tube had been in place approximately five hours when, while assessing for placement, the nurse got no gastric contents back. The tube was removed and a knot was observed near the insertion tip. There was no negative impact to the pt except to have a new tube placed.

Manufacturer narrative:
No lot number was provided for the company's eval. Received one used ng tube without original package and with a knot at the tip end side of the tube. The knot was located at about 2 1/8" from the tip. The tube was measured and all measurements met product specifications. The instructions for use state: "x-rays may be done to confirm tube placement." The device master record was reviewed for the last two years and no changes have been made to the process or in the materials that could have caused or contributed to this event. The manufacturing process was reviewed and nothing was found that might cause or contribute to knots forming in the tubing. The ng tube is made of a stiff pvc material which softens while indwelling and is designed to suction fluid and air from the stomach without damaging the gastric mucosa. It is conceivable that once the tube enters the stomach and the user continues to insert the tube, it can coil upon itself and become tied in a knot possibly during the removal attempt. This issue is more likely the result of an unanticipated procedural complication than any known defect in the product. The exact cause of the sample condition has not been determined.